Manufacturer narrative:
Catalogue number - the device was reported to have one of the three product codes: 2c8537, 7n8399, or 7n8301. (B)(6). 510(k) number: 2c8537 has a 510(k) number of k961225; 7n8399 and 7n8301 have a 510(k) number of k132734. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the line of an administration set. This occurred during priming. There was no patient involvement. No additional information is available.